Event description:
A customer reported receiving a cgm error 42 while using their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance by walking the customer through a pump reset, which resolved the issue, allowing the customer to successfully start their sensor session.